Manufacturer narrative:
Batch review performed on 9 december 2025. Gmk-hinge 02.09.2702r gmk-hinge femoral component #2 r - tinbn coated (k210010) lot 2112357: (B)(4) items manufactured and released on 03/03/2022. Expiration date: 14 february 2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue. Style definitions. Table.msonormaltable. Mso-style-name:"tabella normale"; mso-tstyle-rowband-size:0; mso-tstyle-colband-size:0; mso-style-noshow:yes; mso-style-priority:99; mso-style-parent:""; mso-padding-alt:0cm 5.4pt 0cm 5.4pt; mso-para-margin-top:0cm; mso-para-margin-right:0cm; mso-para-margin-bottom:8.0pt; mso-para-margin-left:0cm; line-height:107%; mso-pagination:widow-orphan; font-size:11.0pt; font-family:"calibri",sans-serif; mso-ascii-font-family:calibri; mso-ascii-theme-font:minor-latin; mso-hansi-font-family:calibri; mso-hansi-theme-font:minor-latin; mso-bidi-font-family:"times new roman"; mso-bidi-theme-font:minor-bidi; mso-font-kerning:1.0pt; mso-ligatures:standard contextual; mso-fareast-language:en-us. Batch review performed on 9 december 2025. Gmk-hinge 02.09.2702r gmk-hinge femoral component size2 r, tinbn coated (k210010) lot 2112357: (B)(4) items manufactured and released on 03/03/2022. Expiration date: 14 february 2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had primary right knee surgery utilizing competitor products. On (B)(6) 2024. A revision was performed using medata hinge implants, and the surgeon retained the competitor patella from the primary. The surgery was completed successfully. On (B)(6) 2025, the patient came in reporting pain due to a broken distal femur bone and the cause is unknown. The surgeon removed the poly, tibia and femur, replacing them with competitor implants. The patient had a competitor patella, which fell out upon making the incision. The surgeon revised the competitor patella with a medacta patella. The surgery was completed successfully.